Event description:
The customer stated that she tested her blood glucose and received a reading of 95 mg/dl using a trackease meter. She retested 5 minutes later using the contour, and received a reading of 325 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.